Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure performed approximately two weeks prior to boston scientific becoming aware of the event on october 19, 2023. Fiducial markers were placed transperineally prior to the implant and the procedure was performed under general anesthesia. On october 19, 2023, the physician identified a rectal wall infiltration. The amount of hydrogel in the rectum is unknown. The patient current condition was unknown at the time of this report. It is unknown if the patient's physician decided to delay the patient's radiation treatment.